Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain/ pain") in a (B)(6) female patient who had essure (batch no. 782773) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (gravida -3), parity 2, anemia, asthma, thyroid disorder, urinary tract infection and varicosity. Concurrent conditions included thalassemia and premenstrual syndrome. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines") and was found to have weight increased ("weight gain"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010. Current weight (B)(6) lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs and medical record received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, migraines. Medical history and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure (batch no. 782773) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multi gravida (gravida -3), parity 2, anemia, asthma, thyroid disorder, urinary tract infection, varicosity and obesity. Concurrent conditions included thalassemia and premenstrual syndrome. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010. Current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet was received. Event added from pfs- she did not undergo essure confirmation test. Reporter information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain/ pain") in a 39-year-old female patient who had essure (batch no. 782773) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (gravida -3), parity 2, anemia, asthma, thyroid disorder, urinary tract infection and varicosity. Concurrent conditions included thalassemia and premenstrual syndrome. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines") and was found to have weight increased ("weight gain"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2010. Current weight 237 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.